Event description:
We placed quattro spike in right psis and surveillance marker is left psis. We took x-rays for the merge, and all confirmed l4 and l5 vertebral bodies. The merge was successful, and x ray came out. At this point, the rep had noticed that the drb on the left was close to patient and asked if it had been like that. I asked the surgeon if there was a gap, surgeon confirmed that there was. Robot was brought in, and stabilizers were placed. Surgeon moved forward with placing left l4, instruments didn't look right on navigation, but surgeon felt fine. We did l5 and saw same navigation issue after placing screw we decided to take a x ray to confirm and noticed we were off. Surgeon then had robot taken out and opened patient up. Screws removed and he finished the procedure.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The user reported that the screws were misplaced in the same direction, which is symptomatic of a drb shift. Investigation of the case logs showed that the surveillance marker was not activated and paired to the drb during the case. If the surveillance marker is not paired to the drb, the software is unable to detect and alert the user of a potential shift of the drb during the case. Before proceeding with navigation, the user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity. Additionally, the user acknowledges that the use of a surveillance marker can reduce registration shifts. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.